Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks. The arrythmia appears to be atrial driven and possible rapid ventricular response (rvr). Therapy did not convert the rhythm. This crt-d remains in service. No additional adverse patient effects were reported.